Event description:
Caller states that the following readings were obtained on a staff member, compared to a professional device, within 10 minutes: 40s-range mg/dl (professional device), and 90s-range mg/dl, 100s-range mg/dl, and 100s-range mg/dl (compact plus). It is unknown which of three compact plus meters used in the comparison gave which result. Staff member ate a bagel on her own and was feeling fine. No actions taken based on device results. No adverse event reported. Caller states that controls were not run on the compact plus devices within 24 hours of the incident. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(6) patient identifiers for the following systems: (B)(6) - compact plus system 1 (B)(6) - compact plus system 2 (B)(6) - compact plus system 3.